Event description:
It was reported that after the first firing, the jaws had to be opened manually. A new device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. However the returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Event reported could not be confirmed as the device opened and closed without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.